Event description:
Bloody joint effusion [haemarthrosis], pain, left knee swelling [joint swelling], warm left knee [joint warmth]. Case description: spontaneous report was received on (B)(6) 2013 from a rheumatologist via a representative regarding a (B)(6) male patient, initials unknown. The patient's medical history was significant for previous use of synvisc (one series in 2009, 2010, and 2011) and synvisc-one (one series in 2009 and one in 2012). On an unspecified date in 2013, the patient initiated treatment with synvisc one (hylan g-f 20) injection, once in both knees (route and dose not provided). The lot number for synvisc-one was not provided. On an unspecified date in 2013, 48 hours after the injection, the patient developed warm and swollen left knee. On an unspecified date, puncture ws performed which revealed sterile fluid. The outcome for the events of left knee swelling, warm left knee and knee effusion was not provided. Concomitant medications were not provided. The intensity for the events was not provided. The relationship between synvisc one and the events was not provided by the reporting physician. Follow up information was received on (B)(4) 2013 from the physician regarding reporter information, patient initials ((B)(6)), relevant medical history, product information, clinical course and treatment and concomitant drugs. The patient received treatment with steroid which upgraded the case to serious. The patient's history was significant for grade ii gonarthritis of both knees (degenerative type), prostate cancer cured by surgery, pain, allergy (unspecified), treatment with synvisc and synvisc-one since (B)(6) 2009 and previous treatment with non-steroidal anti-inflammatory drugs (nsaid's). On (B)(6) 2013, patient received intra-articular synvisc-one at a dose of 6 ml (6th series). The batch lot number was unknown to reporter. It was reported that no arthrocentesis was performed prior to the injection as the patient's knee had no synovial fluid to remove. On (B)(6) 2013, the patient developed warm and swollen left knee. On (B)(6) 2013, the patient developed reaction joint effusion and pain. On (B)(6) 2013, 25 ml of fluid was aspirated which on analysis revealed leukocytes and red blood cells (rbc's). The event term updated from knee effusion to bloody joint effusion. On (B)(6) 2013, patient was treated with corticosteroids for left knee swelling, pain and bloody joint effusion. On the same day, the patient recovered from the events of bloody joint effusion and pain. It was reported that further the treatment with synvisc-one was stopped permanently. Concomitant medications included aerius (desloratadine), arcoxia (etoricoxib) and lamaline (caffeine, opium, acetaminophen). The intensity for the events of bloody joint effusion and pain was severe. The reporting physician assessed the relationship between synvisc-one and the events of bloody joint effusion and pain as definite.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.